Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On 28 may 2024, it was reported that the set did not penetrate the skin properly upon insertion, so insulin leaked on stomach. That lead to high blood glucose 22mmol. The patient reported that they have been running high since last night and have changed sets 4 times. No further information available.